Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are harder to push to get light on. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. Customer stated that insulin pump loss time and date setting when changing batteries as well as batteries life lasting less than 4 days. The device will not be returned for analysis.